Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer has not responded.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on a patient, but there wasn't any patient harm.

Manufacturer narrative:
Attempts were made to contact the customer to ascertain the status of the repair and the disposition of the device; there has been no response.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on a patient, but there wasn't any patient harm.